Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the dilution pump was seized and the instrument would not initialize. In addition, a leak was evident on the bottom of the 7 mm seal. The cse replaced the dilution pump and ran quality controls which then resulted within range. The cause of the discordant, falsely low ggt and crp results was due to a faulty dilution pump. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low gamma glutamyl transferase (ggt) and c-reative protein (crp) results were obtained on one patient sample on an advia 2400 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate advia 2400 instrument, resulting higher and matching the patient's clinical history. The customer then ran quality controls, which resulted out of range. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ggt and crp results.